Event description:
It was reported that the patient with this right ventricular (rv) lead was scheduled for a revision procedure due to out-of-range pacing impedance measurements, which had triggered a red alert for seven years prior and had been intermittent since. A lead issue was initially suspected, and a lead revision was scheduled; however, the procedure was later recommended to be cancelled. No adverse patient effects were reported. This rv lead remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).